Event description:
It was previously reported "I've been having some activity I thought had happened before." The patient wanted to check and see if the batteries were "even working." It was also reported "he feels different; it feels as though it's probably turned off."

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the low impedances were a known issue due to a short in the lead. Stimulation was programmed around the short and was working effectively as far as the reporter knew. The out-of-regulation (oor) message was appearing because of the short circuit and was not a concern because, the device was designed to do that. The company representative did not know about the patient's left side implant being "dead". It was stated that the company representative was going to contact the patient and the health care provider (hcp) to get more information about the issues. Refer to manufacturer report # 3004209178-2012-11775 for information on events prior to the device replacement.

Event description:
Additional information indicated that the patient had episodes of "emotional lability." It was stated that the lead "might be too lateral due to internal capsular side effects from the past. It was also stated that the "short circuits between contacts 0 <(>&<)>1, and 1 <(>&<)> 2 are probably causing the current spread to the limbic fibers which may explain the emotional side effects." It was noted that the patient's voltage was reduced from 3.6 to 3.4. It was noted that the patient's device was reprogrammed to monpolar 3 negative <(>&<)> case positive, hoping to prevent emotional side effects by not using contacts 0, 1, and 2. It was stated that a CT scan was planned to investigate the lead position.

Event description:
Additional information indicated the patient was receiving the stimulation. The patient was doing well and receiving therapy. More than three weeks later it was stated that the patient was not able to adjust the stimulation. The patient programmer display was showing "call your doctor" icon. An out of regulation (oor) condition was reported. It was communicated that oor had showed up 2 days prior. It was also stated that "the left side implant had gone totally dead" and the patient had started having "jerking moments." The right side implant was reported to be working fine. The patient was consulted and provided with information on oor. More than two weeks later low out of range impedance values were reported. An impedance measurement of 33 ohms for electrode combinations 0-1, 693 ohms for 1-3, and 515 ohms for case-3 was noticed. The patient's electrode programming was 1-,2-, 3+. Therapy impedance measurement was reported to be 793 ohms. Making some slight programming changes to fix the situation was advised. The battery was at 2.86v at the time of the report. No falls in the past month were reported. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced low impedances after an implantable neurostimulator (ins) replacement. The impedance value for the 0-1 circuit was 12 ohms, the 0-2 circuit was 13 ohms, and the 1-2 circuit was 12 ohms. The patient's programmed settings were -1,-2,+3; and he was at 3.6 volts, had a pulse width of 60, and the rate was 185. It was stated that the patient's therapeutic settings were not affected by the short circuits and that he was receiving therapeutic benefit. No further information was received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3389s-40 lot# v095377, implanted: 2008 (B)(6), product type lead. (B)(4).